Manufacturer narrative:
The customer was provided with a replacement device. Stryker product analysis center (pac) evaluated the customer's device and confirmed, through device log analysis, that the device did not deliver a shock to the patient, but could not confirm a device malfunction. Device log analysis shows that the patient event occurred on (B)(6) 2023. The returned electrode tray which was used on a patient on (B)(6) 2023 and was not replaced after use. The device log shows that the device detected a patient load at (B)(6) 2023 and performed an analysis of the patient's rhythm. The analysis came back as a non-shockable rhythm. The patient event file was no longer stored in the device because the device had been powered on over 20 times by the time the device was received in for evaluation, so analysis of patient's rhythm could not be performed. The pac technician performed a test shock using the returned electrode tray and device was able to analyze and shock 5 times with no discrepancies. Root cause of reported issue could not be established.

Event description:
A customer contacted stryker to report that their device would not provide defibrillation shock to a patient when attempted. As a result, therapy would not be available, if needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not provide defibrillation shock to a patient when attempted. As a result, therapy would not be available, if needed. The patient associated with the reported event did not survive.